Event description:
It was reported that during set up for an unk procedure, there were 2 devices that the obturator would not fit into the trocar. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Obturator. Eval summary: the analysis results found that the b11lt instrument was returned with a 12mm obturator labeled as a 11m obturator. Due to the returned condition, the obturator would not fit into the cannula. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.